Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health care professional reported left side deflation and an exchange from textured to smooth due to the patient concern with the product. The device has been explanted.

Event description:
Health care professional reported left side deflation and an exchange from textured to smooth due to the patient concern with the product. The device has been explanted.

Manufacturer narrative:
Device evaluation analysis of the returned device identified: opening on posterior, white calcification, and crease fold. Leak test and microscopic analysis was performed which identified: crease sharp opening on posterior and wear abrasion. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: opening crease sharp on posterior assessed as fold flaw opening.